Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis and a stent fracture occurred. A 6x60x130 innova¿ stent was selected for a procedure on (B)(6) 2017. On (B)(6) 2018, the patient presented with left leg claudication. Thrombosis was observed in the previously placed stent in the left leg. It was noted that the stent was fractured. The patient was treated with angioplasty, arthrectomy and a new innova stent was placed inside the current innova stent. There were no further patient complications reported and the patient's condition post procedure was stable.